Event description:
The complainant reported using a heating pad and falling asleep. She awoke to find a 3rd degree burn on her thigh. The wound required a skin graft.

Manufacturer narrative:
This product was used contrary to the labeled warnings which warn not to use while sleeping. Based on the info to date, it is our position that the cause of this incident was user misuse/abuse of the product.